Manufacturer narrative:
Initial reporter email: an additional email address was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was unable to inject medication. The following information was provided by the initial reporter: sometimes the cannula cannot even inject. This happens when customer has drawn up botox into the syringe.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was unable to inject medication. The following information was provided by the initial reporter: sometimes the cannula cannot even inject. This happens when customer has drawn up botox into the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-may-2022 investigation summary: customer returned (6) 29gx12.7mm, 0.5ml bd insulin syringes from lot# 0322007. The customer reported that the cannulas bend, making the injection very uncomfortable, and sometimes cannot even inject. All 6 returned syringes were examined, then tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 29g cannula: 0.0130¿- 0.0135¿): data: point outer diameter (in.) Lube sample 1 hook 0.0133 good sample 2 good 0.0133 good sample 3 good 0.0132 good sample 4 good 0.0132 good sample 5 good 0.0132 good sample 6 good 0.0133 good 1 out of the 6 returned samples featured a hooked cannula point. The remaining attributes measured within specification. All 6 syringes were tested for flow, and all were able to draw and expel properly. No evidence of manufacturing defect was observed. Since the syringes were returned after use, the probable cause of the hooked cannula is user related. The alleged ¿cannot inject¿ issue could not be confirmed based on the samples returned. A review of the device history record was completed for batch# 0322007. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure (cannot inject) root cause cannot be determined at this time as the issue is unconfirmed.